Event description:
It was reported to the co that a pt, was being scanned and after leaving the facility noticed burns on the pt's left breast. During the scan, the pt complained of burning sensation in the chest area but decided to continue with the study after being asked by the technologist.